Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. Customer¿s blood glucose was 2.8 mmol/l at the time of incident. The customer was assisted with troubleshooting for issues with bolus wizard. The insulin pump will not be returned for analysis.